Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage found on the electronics, motor, vibrator and battery tube assembly. The insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratches on lcd window, cracked lcd window, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.

Event description:
The customer reported that he received a button error alarm on the insulin pump. Customer stated that the device got wet. The customer's blood glucose at that time was 230mg/dl. Troubleshooting was done. No further information provided.